Event description:
It was reported that device interrogation was initially successful, but the message "data not read" was displayed. Each time measured data was attempted to be read, telemetry was lost. The measured data six months previous was 2.65 v, 10 ua, 7 kohms with an estimated remaining longevity of five months to eri. The patient was pacemaker dependent.